Manufacturer narrative:
It was reported that patients ipg became inoperable after an unrelated surgery, patient did put ipg into surgery mode. In an update posted on (B)(6) 2024 the patient¿s ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the ipg was explanted and replaced to address the issue.

Event description:
It was reported that patients ipg became inoperable after an unrelated surgery, patient did put ipg into surgery mode. Surgical intervention may occur at a later date to resolve the issue.

Manufacturer narrative:
Corrected data: the correction number has been removed since this is not connected to 1627487/06/02/2017/001-c. Date of event is estimated.